Event description:
Caller states patient tested 6.8 inr on the coaguchek xs system while a comparison lab returned as 1.10 inr. Caller states the patient had rectal bleeding when these results were obtained. No medical treatment was necessary. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.